Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-15774. It was reported the patient had not used stimulation in approximately 4 months due to undergoing treatment for an unrelated medical condition. The patient attempted to use stimulation, however the system was auto-reducing. Diagnostic testing indicated high impedance readings on multiple lead contacts. Surgical intervention was undertaken and the patient's scs system was explanted and replaced. The patient reported effective stimulation coverage postoperative.